Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device error on the print-out. There was no reported patient involvement.

Manufacturer narrative:
The philips EU bench repair technician ordered a replacement control pca . The bench repair technician was informed that there is a global ship hold. The device remains at the bench and it will be returned to the customer when the part has been replaced.